Event description:
Clinic notes dated (B)(6) 2012 note that the patient has been on CPAP since his last visit for obstructive sleep apnea. It was noted that the patient has been losing weight, over 20 lbs in the last year. The relationship between vns therapy and the obstructive sleep apnea is unknown. Attempts to obtain additional information have been unsuccessful to date.